Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - power on reset parameters: 1 - por for critical ram parity error, addr=0e7b, data=00, on (B)(6) 2011 13:31:07. 1 - patient alert for device circuit error on (B)(6) 2011 13:31:07.

Event description:
It was reported that the patient alert sounded, and the device had experienced an electrical reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.